Manufacturer narrative:
H.6. Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. A device history review could not be completed as no batch number was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. H3 other text : see h.10.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system ¿ single port with maxzero¿ needleless connector 22 ga 1.00 in experienced the needle piercing through the catheter during use. The following information was provided by the initial reporter: material no: 383552, batch no: unknown. Customer response: I don¿t know the lot number. The packaging was already thrown out. No serious injury. Course of treatment did not change but patient required another needle poke. No exposure to staff. Pressure applied to insertion site no other care to patient required. Concern description: product needle would not feed into vein. When nurse pulled the needle out, needle was through the cannula.

Manufacturer narrative:
Medical device brand name: bd nexiva¿ closed IV catheter system, single port with maxzero¿ needleless connector 22 ga 1.00 in. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd nexiva¿ closed IV catheter system, single port with maxzero¿ needleless connector 22 ga 1.00 in experienced the needle piercing through the catheter during use. The following information was provided by the initial reporter: material no: 383552, batch no: unknown. Customer response: I don¿t know the lot number. The packaging was already thrown out. No serious injury. Course of treatment did not change but patient required another needle poke. No exposure to staff. Pressure applied to insertion site no other care to patient required. Concern description: product needle would not feed into vein. When nurse pulled the needle out, needle was through the cannula.